Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # cs-cpl-2018-01302. This is a reusable OEM device; therefore, a lot/serial history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry and the lens appeared to be scratched. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry and the lens appeared to be scratched. A replacement device was used to complete the procedure. The hospital did not report any patient effects.